Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted due to high pacing thresholds and intermittent capture at max output. No additional adverse patient effects were reported.

Event description:
Additional information received confirmed that the lv lead had dislodged. There was no reported issues with the crt-d.